Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed an infection of the inner ear involving the auditory nerve, resulting in the decision to explant the device. The device was explanted (B)(6) 2011, and the patient was implanted with a new device in the contralateral ear during the same surgery.